Event description:
It was reported that during a ptca procedure, the physician encountered resistance advancing the balloon into the guide catheter. Upon removal it was noted that the shaft had broken. No pt injuries or complications occurred.